Event description:
It was reported during a revision surgery on (B)(6) 2012, that the patient was scheduled for a full revision due to high impedance. The high lead impedance was discovered about 2 weeks prior to surgery. Diagnostics were done the morning of the surgery and the ohms were over 10,000. During surgery the surgeon removed and reinserted the pin several times and diagnostics still showed over 10,000 ohms. A generator diagnostic test was done once the generator was disconnected from the lead and diagnostics were all fine on the generator. The patient then underwent a full revision and diagnostics were reportedly ok following surgery. The explanted products have not been returned to the manufacturer and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 indicating that the hospital policy is to not release any explanted device from the pathology lab for seven years due to legal obligations. Follow up with the physician provided that the high lead impedance was first observed through interrogation of the device on (B)(6) 2012. The patient's parameters on that date were provided. The results of the diagnostic tests were not provided, however, it was noted that there was high lead impedance. No patient manipulation or trauma was believed to have occurred which caused or contributed to the high lead impedance. X-rays were performed on three dates; ((B)(6) 2012) prior to the high impedance, ((B)(6) 2012) the day, and ((B)(6) 2012) after the replacement surgery. The x-ray images were not provided however the radiology report for all three dates was. There were no identified lead breaks noted in any of the reports. It was however indicated that the entire lead could not be visualized.